Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture baker grade IV and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma-late.

Event description:
Physician reported left side capsular contracture baker grade iii-IV, "seroma appeared after a viral disease, the volume of fluid was up to 100 ml. In 3 months a capsule thickened to 3 mm, chest pains appeared." Treatment included physiotherapy and the device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified weight to the spec, opening. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: - a striated edge opening on anterior side due to surgical damage. Additional, changed, and/or corrected data: d.10., g.1., h.3., h.6.

Event description:
Physician reported left side capsular contracture baker grade iii-IV, "seroma appeared after a viral disease, the volume of fluid was up to 100 ml. In 3 months a capsule thickened to 3 mm, chest pains appeared." Treatment included physiotherapy and the device has been explanted.